Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the blue clamp slightly clamped and no fluid was running. The pump never alarmed with upstream occlusion and the pump was running at a rate of 125 ml/hr and calculated 400cc infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h6, h11. B5: the event occurred in the obstetrics service department during a patient infusion using baxter's clearlink primary tubing. No additional information is available. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The customer stated the tubing was partially occluded. The spectrum operation's manual cautions, "the upstream occlusion detector may not detect partially occluded tubing. "Should additional relevant information become available, a supplemental report will be submitted.